Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3: reference MFR report: 3008829311-2017-00347, reference MFR report: 3008829311-2017-00349. The patient underwent a procedure where 4 trial leads (1 from lot ab2169, 2 from lot ab2198 and 1 from lot ab2225) were placed. During the placement a cerebrospinal fluid (csf) leak occurred at the l5 vertebral level. The leads were placed and the procedure was completed. Postoperatively, the patient experienced a headache when she stood up. The patient was instructed to lay flat for 2 days. Follow-up information indicated when the trial leads were removed the physician performed a blood patch.